Manufacturer narrative:
Date of post-operative device movement is unknown; however, the pain began approximately twenty (20) days post-operative. This report is for one (1) unknown pfna nail. Additional product codes for this report include hwc. It is unknown if the device has been or will be removed. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was originally implanted with a proximal femoral nail antirotation (pfna) construct on (B)(6) 2016. Approximately twenty (20) days later, the patient began reporting pain. A subsequent x-ray revealed that the blade had moved outside of the nail and bone. At this time, it is unknown if a revision procedure has been or will be performed. This report is for one (1) unknown pfna nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the disengaged blade was left in the patient. The patient reportedly experienced swelling and it was discovered the blade was backed out. The surgeon advised against undergoing a revision procedure due to the patient's age.